Event description:
The customer contacted physio-control to report that their device would not complete its initial boot-up sequence. In this state, defibrillation therapy would not be available, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced system pcb assembly and the cause of the reported issue was determined to be due to a shorted capacitor, designator c288.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete its initial boot-up sequence. In this state, defibrillation therapy would not be available, if it were necessary. There was no patient use associated with the reported event.